Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after installing new battery. Customer also indicated that buttons were scrolling on the display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 9 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised that the device would be replaced and to return the product for analysis.